Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was experiencing dizziness. The patient¿s cgm was reading 205 mg/dl and the bg meter was reading 400 mg/dl. The patient¿s husband drove the patient to the ER. At the ER, the patient was treated with an IV insulin drip. No other bg/cgm comparison values were available for this event. The patient was discharged the following day (less than 24 hours). At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.